Event description:
It was reported the patient underwent a stenting procedure in the heavily calcified left internal carotid artery with placement of a 10-8 x 40 mm xact stent. During the procedure, the patient experienced neurological deficits. Reportedly, the patient experienced right hand weakness; the patient was able to move the arm, but had a weak grip. No treatment was provided and the patient's condition had improved by the end of the procedure. The patient's symptoms lasted temporarily and had resolved by day of discharge, two days post procedure. No additional information has been provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. There was no reported product deficiency. The reported patient effect of neurological deficit/dysfunction is a known observed and potential adverse event of stenting procedures as listed in the xact carotid stent system instructions for use in the potential adverse event section. Although a conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacturing, design or labeling.